Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the navigation system was not connecting to the imaging system before a spine case. Another navigation system was used to finish the case. After the case, the company representative unplugged and replugged the ethernet cable and the issue was resolved. There was no patient impact reported and a less than one hour delay to surgery.

Manufacturer narrative:
Software logs for the imaging system related to the event were returned and analysis was conducted for both the navigation system and the imaging system. It was determined that there were no failure associated with the imaging system and they were not able to confirm the issue with the navigation system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.